Event description:
The complainant had placed an impella cp pump via the non-abiomed provided sheath. The sheath was the sentrant 14 french and then the 18 french sentrant when the 14 french failed to allow the impella cp to deliver through. The limb became ischemic. The discussion was made for a perfusion catheter but the family made the choice not to escalated care and instead withdrew care. Therefore, the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿